Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp. The complainant reported suction alarms for several hours. The impella was turned down to p3 and the suction would not clear. Repositioning with echocardiography guidance was performed, which also did not clear the suction. The doctor suspected the pigtail and the inlet were lodged under papillary muscle causing hemolysis and suction issues. The patient was taken to the cardiac catheterization lab for removal and survived the event.